Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) - (tumor ingrowth). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis with unistep delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during implantation of a biliary stent within the common bile duct, tumor ingrowth was noted within the previously implanted enteral wallstent. Although ingrowth was noted, the physician was able to cannulate through the stent for placement of a plastic stent. The previously implanted wallstent stent remained implanted and no corrective action was taken at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Attempts to obtain additional information regarding the date of the initial stent placement procedure and the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.